Event description:
It was reported that during an implant procedure, there was a problem confirming cerebrospinal fluid (csf) flow when aspirating the catheter. The physician placed the catheter, got great csf flow and anchored. When they went to check csf flow again, there was none there. The physician then did a dye study and took the catheter out. The fluid was going into the catheter, but was not able to bring any of it back out. The physician put the catheter back in, got good flow, and when double checking after removing the needle, but before anchoring, there was no csf flow. The physician flushed the catheter with saline prior to performing the dye study and nothing came back with aspiration. It was noted that since the second dye study confirmed the medication was coming out of the end of the catheter; the physician was going to proceed with the implant. The pump system was delivering lioresal (baclofen). It was additionally reported that the patient never had therapeutic effect since the catheter was implanted. The health care provider (hcp) felt the catheter tip was incorrectly placed the first time it was implanted. The patient's catheter was therefore revised. The patient's lioresal dose at the time of the event was 100 micrograms (mcg)/day; however, it was reduced to 25 mcg/day until the patient's catheter was revised. It was also reported that the patient's therapy had been effective since the catheter revision.

Manufacturer narrative:
Product ID 8780, serial #(B)(4), product type catheter. (B)(4).